Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID#: 2134265-2014-04712. It was reported that following a coronary artery stenting treatment procedure, the patient had in-stent restenosis and myocardial infarction (mi). In (B)(6) 2011, an unknown taxus stent was implanted in the mid right coronary artery (mid rca). In (B)(6) 2012, the patient had st elevation myocardial infarction. A 3.00x16mm promus element plus stent was implanted in the mid rca. In (B)(6) 2014, the patient presented with the complaints of substernal chest pain associated with nausea and shortness of breath. The patient was hospitalized on the same day and cardiac catheterization was recommended. ECG performed revealed marked st elevation without normally inflected t wave inversion. Troponin levels were found to be elevated. Cardiac enzymes were not consistent with the protocol definition. In-stent occlusion was noted in both the unknown taxus stent and the promus element plus stent in the mid rca, which was treated with balloon angioplasty and placement of a 3.5x15mm non-bsc drug eluting stent with 0% residual stenosis. The event was considered to be resolved without residual effects. The patient was discharged on aspirin and prasugrel.